Manufacturer narrative:
(B)(4). Date sent: 06/15/2021. H6: component code = others (g07). The product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and no misalignment between the cartridge channel and the anvil channel was observed when the device was closed. The reported condition could not be confirmed.

Manufacturer narrative:
(B)(4). Batch # u5ca7k. Per photographic evaluation: this is an analysis for photos submitted to for evaluation. During the visual analysis of two photos, the following was observed: the first photo shows a black reload that appears to be unfired and with the swing tab in unlocked position. The second photo shows a device from top view with both halves separated and with no reload loaded. The batch # u5ca7k. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload no loaded in the device. The reload had the proximal 1 driver up and the remaining drivers down with staples present and swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that 7 scattered staples were malformed. For further analysis, the device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that 6 staples were malformed when fired on the blue height selector position. No conclusion could be reached on what caused the condition of malformed staples it should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. It should be noted that product failure is multifactorial. No conclusion could be reached on what caused the condition of malformed staples. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the open pancreatoduodenectomy surgery, could not fire when severing distal body of stomach tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.